Manufacturer narrative:
Corrected lot number, expiration date and manufacture date based on customer's returned sample and their verification that the sent the strips involved with the complaint.

Event description:
Caller reported aviva system blood glucose results of 571 mg/dl, 271 mg/dl, and 144 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.